Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was not functioning properly and additionally noted that the lower case and one side bail cover were broken and the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the bottom of the display screen of the external pulse generator had two distinct, fixed, vertical lines running parallel approximately two millimeters apart from the top to the bottom that did not leave the display, making it difficult to make menu changes. The display was still functional, but was very faint, dim, and hardly readable. The external pulse generator has been returned for repair. There was no patient involvement.